Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) battery drawer was unable to be opened and closed properly. The device is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the battery compartment could not be opened and closed properly, the battery drawer latch was hard to press, there was a sticky substance inside the latch. It was cleaned and the unit was tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) was returned for service.